Event description:
While adjusting the clock on the system monitor due to daylight savings time, the nurse hit the "synch button" to synchronize the monitor and the controller clocks and an alarm occurred as follows..."change system controller, change backup battery or similar". The pump/controller continued to operate without problems. The alarm could not be resolved without replacing the controller.